Event description:
A report received from china stated an 840 ventilator experienced a blank screen. There was no report of patient involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The cse performed extended self-testing on the device and all tests passed. (B)(4).